Event description:
It was reported that the customer experienced an issue with their pump, where the "screen kept locking". There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.